Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this product was part of a system explant due to device erosion. There was no report of adverse patient effects due to the explant procedure.